Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical engineer (bme) ordered the replacement thumbwheel and bottom foot kit, and upon receiving the new parts, the bme performed the replacements, confirmed that the issue was resolved, and verified that the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the thumbwheels and gray feet were physically damaged. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the thumbwheels and gray feet were physically damaged. The remote service engineer (rse) informed the customer of the latest version of the service manual (t) and provided the customer with the part numbers and prices of the replacement thumbwheel and bottom foot kit for repair. Investigation is ongoing.